Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. The customer's blood glucose was 450 mg/dl at the time of their hospitalization. Customer was treated with an IV of insulin. It was also found the customer had a bent cannula upon removal. It was also reported the customer had epilepsy. No additional information provided.